Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that, after having a tricalcium phosphate operation in (B)(6) 2013, the affected part had been immobilized with a splint. The patient started rehabilitation according to the degree of pain and had an implant removal operation on (B)(6) 2014. During the extraction, one of the variable angle screws broke just below the screw head. The broken piece was taken out successfully. No reported patient harm or surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation: the material, presence of flutes, thread profile, major diameter and minor diameter were checked and no issues were found. The head profile, head thread profile, stardrive taper depth, strardrive straight depth and overall length could not be checked due to head damage and the stardrive no longer being intact.the available data supports the complainant¿s description of the complaint condition; therefore, this complaint is confirmed. However, since all the relevant features could not be evaluated it is unknown if the cause of the complaint condition is a result of the manufacturing process. Additionally, the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Original implant was on an unknown date in (B)(6) 2013. Complainant part received by manufacturing for review/investigation on (B)(4) 2015. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: lot 8445029 - manufacturing location sterile part: (B)(4) - manufacturing date sterile part: june 6, 2013 - expiry date: may 1, 2023. This complaint is assessed as not related to sterilization. Vendor of the corresponding non sterile part is synthes USA hq, inc. Thus, device history record (DHR) review for unsterile part should be performed at the us site. Lot number: 7376770 - manufacturing location: (B)(4) - manufacture date: may 2, 2013. The review of the DHR showed that there were no issues or non-conformances during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report was initially submitted as follow up number 3 on march 27, 2015. Resubmitting information with correct follow up number. Additional narrative: an additional investigation was performed; the screw head is broken off at the neck and there are minor nicks along the shaft thread. We are not able to determine the exact cause of this occurrence as no detailed clinical information is available. The breakage was caused due to a mechanical overloading situation during use. Therefore the complaint relevant dimensions of the screw were checked as far as possible and find to be within specifications. It was determined that the screw works correctly when distributed. The exact cause of this occurrence as no detailed clinical information is available and therefore no corrective action can be defined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an additional investigation was performed; the screw head is broken off at the neck and there are minor nicks along the shaft thread. We are not able to determine the exact cause of this occurrence as no detailed clinical information is available. The breakage was caused due to a mechanical overloading situation during use. Therefore the complaint relevant dimensions of the screw were checked as far as possible and find to be within specifications. It was determined that the screw works correctly when distributed. The exact cause of this occurrence as no detailed clinical information is available and therefore no corrective action can be defined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.